Manufacturer narrative:
(B)(6). This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -10.5/2.5/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted the reporter stated " there was low vault, the lens was decentered." In the reporters opinion the cause of this event was " weak zonules." It was reported that the patient is awaiting lasik/prk. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a vial, on medical gauze. Visual inspection found the optic deformed and a haptic bent and deformed. Dimensional inspection found the lens to be within specifications claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H6: health effect impact code: 4625 - laser refractive surgery was also performed. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - health effect clinical code: 4581 - zonular laxity, lens tils. Claim#: (B)(4).